Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 6. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Customer support provided information for resetting the pump, assisted the customer with the reset process, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any issues arose again.